Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the event has been resolved. The patient had been reprogrammed with different settings to avoid the oor notifications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2023-dec-13: information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported that they were not able to increase stimulation intensity, but they were able to decrease stimulation intensity. Patient said they saw settings not available, cannot provide your desired intensity settings. Pt said the issue happened on all 3 programs. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned that they would go back to the facility where they had the implant put in for reprogramming, as their prior healthcare provider (hcp) had left that facility, but they knew multiple manufacturer representative's (rep) worked from there. Agent provided national answering service (nas) number. Redirected caller to patient's hcp and email sent out to local rep. Pt called back repeating settings not available issue in this case. Patient said they were still getting that message and hadn't had stimulation since. Patient said it was mentioned patient may need to see a rep in the last call and called today wanting to set up that meeting. Patient already called the hcp office, who told patient to call to set up the rep meeting. Agent reviewed role of rep and emailed field team in patient's area. The manufacturer representative (rep) replied stating that they would call the patient and get them taken care of asap. 2024-01-05: additional information received from the manufacturer representative reported that two electrodes had high impedance. Those electrodes were excluded from the programming which fixed the problem. The device was now working as normal. 2024-aug-20: additional information was received from the patient. They requested they be contacted, as patient stated they needed another appointment.